Event description:
It was reported that during the procedure, while removing the guide wire, the tip was noted to be unravelled. The guide wire was removed from the patient with no issues. Reportedly, ther was no patient injury.